Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience proa everolimus eluting coronary stent system instruction for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this case, it is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the delivery system interacted with the moderately calcified and mildly tortuous artery causing the reported difficulty to remove and subsequent shaft separation. The separated portion of the device was removed without issue with the rest of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat the proximal left anterior descending (lad) coronary artery with moderate calcification and mild tortuosity. After deployment of the 4.00x12 mm xience proa stent, the stent delivery system (sds) was being removed and resistance was noted with the anatomy. Force was applied and the shaft of the sds separated and remained in the ostium of the artery. The whole catheter system was removed and was able to bring the separated portion with it. Nothing remained in the patient. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.